Event description:
It was reported that the universal reciprocating saw attachment was used during a knee surgery and half way through case they went to reload blade and there was no longer a locking spring. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/23/2012. Evaluation of the device observed that the locking mechanism did not function when a reciprocating blade was installed. When rotated, the locking blade did not return to the original initial position. Attachment operated when utilized with handpiece but would not lock the test blade. The repair technician noted that there was no spring or locking action in the attachment and replaced the spring to restore proper action. The cause of the customer's event is most likely the locking spring not functioning properly. The device was serviced and returned to the customer.